Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Regarding the report that fluid was found around the pump and catheter, it was reported there was swelling around the pump pocket. The fluid was presumed to be csf (cerebrospinal fluid). It was determined not to be a pump issue. There was no determination of the cause. However, it was reported the issue had resolved, as of (B)(6) 2020. It was confirmed the information provided had been confirmed by the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: catheter, ubd: 14-nov-2004, UDI#: (B)(4). Product ID 8598a, lot/serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter, (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). Product ID 8578, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter, ubd: 23-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 155.8 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had fluid build-up around the pump in the abdomen and along the path of the catheter on their side and back. There were no environmental/external/patient factors provided which may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, the doctor aspirated the fluid. A catheter revision was performed on (B)(6) 2020. The patient's catheters were replaced with a new 8780 catheter. The explanted catheters were discarded, therefore, they would not be returned for analysis. It was reported the issue was unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.